Event description:
During intraocular lens (iol) implant surgery, surgeon took the lens out of the warming cabinet and folded it. The iol was put into the eye; it fractured which caused a vitreous leak. An anterior vitrectomy was performed. Additional info has been requested. The labeling for this product cautions the user not to store the iols at temperatures greater than 45 degrees celsius, 113 degrees f. The temperature of the warming cabinet used is not known.